Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging that the unit will not power on. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, it is observed that the unit does not turn on, but it does not finish the test since it has a burned component. The device was scrapped. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.